Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered on the pacemaker and another manufacturer's right ventricular (rv) lead. The lss changed the polarity of the rv lead from bipolar to unipolar. The measurement in bipolar was greater than 2500 ohms and the measurement in unipolar was 2390 ohms. It was noted that prior to the lss the impedance measurement had been high at 2130 ohms. Boston scientific technical services (ts) was consulted to discuss programming options. Ts suggested contacting the technical service department at the other manufacturer. The field representative indicated that the lead was programmed to bipolar and the lss was programmed turned off per the other manufacturer's technical services recommendation. The device and rv lead remain in service. No adverse patient effects were reported.